Manufacturer narrative:
Pump received with cracked reservoir tube and broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that there was gap on the bottom 2 buttons over from the act button on the side of the reservoir. The device will be returned for analysis.